Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was stretched, the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, there was blood in/on the lobe mechanism, the lead was stretched, and the lead was damaged at implant.

Event description:
It was reported that during implant attempt, the lead had no capture and positioning difficulties. The lead was not used. No patient complications have been reported as a result of this event.